Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient developed redness and inflammation under and extending beyond the sensor patch footprint. The patient was evaluated by a healthcare personnel (hcp) who prescribed an oral antibiotic. No additional patient or event information is available.